Manufacturer narrative:
Method - follow-up with patient.

Event description:
It was reported that a patient underwent a two levels x-stop procedure at levels l3-l5. An expired x-stop device was implanted in the patient at level l4/l5. Reportedly, the procedure went well and was completed without any patient complications. Patient's outcome was good. No additional information was reported.